Event description:
Unrequested/self delivery reported. The pump was in use infusing meperidine 10mg/ml with a pca dose of 10mg, a 10 minute pt lockout and 100mg 4 hour limit. Nurse reports that the device delivered without request on two occasions when brushed by the pt's covers, and once when the cord was being moved to the bedside rail. The pump delivered within programmed lockout and 4 hour limit paramaters. The 3 unrequested bolus doses did not cause any adverse pt effects, the pt was comfotable without any signs of sedation. The pump was switched out and the meperidine infusion continued with a new pump.